Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 1.6, re-test: 2.4. Tests were done minutes apart, each with a fresh finger sticks and new finger. Date: (B)(6) 2011, inratio: 2.4, lab: 1.9. Tests were done minutes apart. Patient has a-fib and a very rare clotting disorder called cardiac amyloidosis.

Manufacturer narrative:
Investigation pending.